Event description:
The pt reported to the company that he is experiencing swelling at the implant site. In addition, the pt is reporting intermittencies with his device. The pt informed the company that he has been placed on antibiotic and corticosteroids (type unk) in the past. Advanced bionics is in the process of gathering more info. Once more info is obtained, a supplemental report will be submitted.